Event description:
The customer contact reported a frayed power cord with exposed wires. The device was returned to the material management for an unspecified reason. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. It was reported that the wires inside of the 3vdc adapter cord were completely pulled out from the socket and wires inside the inner black insulation were visible. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.